Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the production label was incorrect and there were black and white dots on the image. The distal end plastic had deep dents and the bending section rubber glue was cracked. There were multiple cuts and deep scratches on the insertion tube and there was no air/water flow after the nozzle was removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope was not reprocessed correctly. It was noted that the device was not left soaking in water overnight and the channels of the scope could not be flushed manually. The brush could not be pushed through as something was blocking the channel. The device was manufally soaked/disinfected without resolution. The issue was found during reprocessing. Inspection and testing of the returned device found that the nozzle was clogged. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.